Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized on (B)(6) 2017 for high blood glucose as 600 mg/dl. Customer wearing the pump at time of hospitalization. After troubleshooting the no delivery t was found that, the cannula was bent and stated that it was reason for high blood glucose. The insulin pump will not be returned back for analysis.